Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve popped. As a result, the balloon would not remain inflated. The harvester shuffled the black check valve back in and reinflated the balloon with lower pressure. The procedure was completed using the same device. The hosp did not report any pt complications.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting cause the balloon to deflate due to a defective valve subassembly. (B)(4).